Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones. The patient was seen in clinic where it was discovered that the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. The patient was seen for a device replacement procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. This low voltage capacitor was noted to have had a term to term crack present. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.